Event description:
The hospital reported that during the coronary artery bypass procedure, the seal did not deploy out of delivery tube into the aorta. The hospital did not provide any additional information. No patient complications were reported by the hospital.